Event description:
The customer reported multiple no delivery alarms during bolus deliveries. The customer also felt that somehow the bolus amounts were being doubled. The customer was worried that the basal rates were also being doubled. Reviewed the programming, and the basal rates appeared to be programmed correctly. The insulin pump also passed the prime test. Advised the customer to monitor the insulin pump closely and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.